Event description:
It was reported that during the implant procedure, the helix would not retract. The device was not implanted. No patient complications have been reported as a result of this event. It was reported that during implant attempt, the helix would not retract.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The helix was distorted and would not function because the lead was stretched. The distal conductor was distorted within the connector from excessive rotations to extend the helix. The connector pin was bent.